Manufacturer narrative:
Product ID 3550-29, lot# n295561, implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type accessory product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The implantable neurostimulator (ins) system was removed. After implant, the patient was very happy with the implant because, she was able to do stuff she had not been able to do before. The patient was able to drive again. About 6 weeks after the implant, the stimulation began to lose its effectiveness. The effectiveness gradually went away until it was no longer working at controlling the pain. This was very sad for the patient because, it gave her back a life for a while. On (B)(6) 2012, the patient had back surgery and the healthcare provider (hcp) removed the ins system because stimulation was not working for the patient and the patient did a t11 nerve ablation. The hcp told the patient that the issue she was having was due to the lead having scar tissue on it. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.